Event description:
The customer noted the dispense probe leaked clear fluid while troubleshooting shuttle position sensor error message on the beckman coulter lh 750 slidemaker instrument. The leak was contained within the instrument. The dispense probe carries blood, diluent and clenz reagent. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer reviewed the msds. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer was dispatched. The fse instructed the customer to remove the belt from the shuttle position sensor. The fse found the probe leaking diluent and then rerouted the shuttle belt, which resolved the leak.

Manufacturer narrative:
The failure mode of this event was attributed to the routing of the shuttle belt. (B)(4).